Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the float switch sensor was faulty, alarms when it is filled. There was no patient involvement.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device was received for evaluation. The complaint could not be confirmed/duplicated. The float switch tested fine, but the micro switch was damaged and causing the alarm. This is a common mistake when the user thinks the alarm going off is the water level triggered by the float switch when it is actually the disposable alarm being triggered by the micro switch. The micro switch was damaged due to forceful attachment of a temp check or disposable. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.